Event description:
It was reported that during a total laparoscopic gastrectomy procedure, the silicon teflon pad of the inactive jaw came off. The jaw was cleaned several times and then lost. Unk where it is.

Manufacturer narrative:
Evaluation: the analysis results found that the device was returned with the tissue pad missing. As the tissue pad was not returned, further evaluation could not be performed. The device was tested on a generator, no error codes were received and the device activated and cut properly. 510(k) # is k042777.